Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the contact stated that tubing and cartridge appeared to working as intended and declined troubleshooting. Blood glucose was 200 mg/dl. Insulin delivery was resumed.